Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd eclipse¿ needle safety guard detached causing a needle stick. This was discovered before use. The following information was provided by the initial reporter: material no.: 305759, batch no.: 9070996. It was reported that the safety guard detached causing a clean needle stick to the user. Pr 1 of 2: this pr is for medwatch form with pt ID# ending in (B)(6). Per med watch report: rn attempting to engage safety guard on 25g x 5/8 bd eclipse needle before use. The safety guard detached which resulted in accidental needle stick with clean needle.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6), 2019. Medwatch form with pt ID# ending in (B)(6). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety guard detached causing a needle stick. This was discovered before use. The following information was provided by the initial reporter: material no.: 305759. Batch no.: 9070996. It was reported that the safety guard detached causing a clean needle stick to the user. Pr 1 of 2: this pr is for medwatch form with pt ID# ending in (B)(6). Per med watch report: rn attempting to engage safety guard on 25g x 5/8 bd eclipse needle before use. The safety guard detached which resulted in accidental needle stick with clean needle.